Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump monitored and no a44 alarm noted. The insulin pump passed the self test, rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched case and scratched reservoir tube window.

Event description:
It was reported that the customer had a motor error alarm during a basal delivery on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that he got an a44 message on his insulin pump and he had to rewind it and then he got a motor error. The troubleshooting was performed. The patient was advised that the insulin pump need to be replaced. The customer wa advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.